Event description:
A nurse is reporting on behalf of a patient she is taking care of who had a knee replacement surgery. The reporter said her patient went home after a flap and graft surgery with a wound vac. The wound vac she had on was not approved to be used for flaps and grafts surgery. The flapper got dissolved sucked by the wound. As a result the patient had above the knee amputation.